Event description:
Analysis was completed on the tablet and the associated programming wand on 03/07/2016. The programming wand did not communicate as received. Analysis on the test bench determined that the serial data cable, which produced communication errors, had intermittent conductors at the handle location. Additional serial data cable analysis determined that there was a conductor-to-shield short and an intermittent conductor-to-shield short. A known good bench serial data cable was substituted and all communications errors cleared. After the serial data cable was substituted, the programming wand performed according to functional specifications. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Event description:
It was reported on (B)(6) 2016 that a physician's programming system was unable to interrogate a demo generator. Troubleshooting was attempted. The company representative said that the wand battery had been changed, the serial cable had been swapped, and wands had been tested. Instructions were given to reposition the wand and restart the tablet. Also, it was mentioned that the data light was flickering, but then it was later stated that the light did not flicker. Since it was unknown what the actual cause of the communication issue was, a new tablet was provided to the physician since that was the alleged device causing the issue. Further clarification was received that the issue with the tablet was that it was frozen at the interrogation screen, which is why the failure to program occurred. The site had been having the issue for a few days, but no patients were affected. The tablet was received on 02/17/2016.